Manufacturer narrative:
The technician removed and replaced the broken top block assembly to resolve the issue.

Event description:
Technician alleged that the brakes would set but not hold. No pt impact.